Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratched lcd window, cracked case on display window corners, cracked case at reservoir tube window corners, cracked reservoir tube lip, and broken battery tube threads.

Event description:
It was reported the customer was experiencing low blood glucose. The customer stated they were driving when they became low. The customer's blood glucose was 31 mg/dl. Customer stated they were able to park their car and then contact the emergency medical services. The customer stated they were not admitted into a hospital. Customer stated the cause of their low blood glucose was from over bolusing. The customer declined to troubleshoot for their blood glucose. The customer also reported a crack above the lcd screen on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.